Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient might have touched the transfer set during use. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The same day as the event onset, the patient was retrained on the proper aseptic technique and was initially treated with ceftazidime (1gm, daily, intraperitoneal, discontinued after 4 days) and cefazolin (1gm, daily, intraperitoneal, discontinued after 4 days) for peritonitis. Five days after the event onset and after diagnosis of mrse epidermis, the patient began treatment with vancomycin (ld 2.8 g, md 1.7g every 5 days, ongoing) for peritonitis. The patient was also taking antifungal nystatin (50,000 units, 1 time per orally, four times a day) as prophylaxis treatment. At the time of this report, the patient outcome was unknown. It was reported that extraneal therapy was discontinued however, pd therapy was ongoing. No additional information is available.